Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for evaluation. The defective power adapter has not been received at medela as of (B)(4) 2014. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Customer follow up was not successful. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. This issue with a damaged transformer housing for the pump in style device is currently being addressed in (B)(4).

Event description:
The customer reported that the transformer housing split open exposing inner electrical circuitry, which is a safety risk.